Manufacturer narrative:
The customer report that the tubing luer tip broke off was confirmed based on the inspection of the as-received partial sample. Received was a partial reported set model 2420-0007 lot 18106730. Only the lower portion, with the tubing cut off approximately an inch above the lowest smartsite port, was received. Inspection of the as-received sample observed the luer tip of the male luer end was broken off. The broken off luer tip piece was not received. Further inspection of the broken luer tip under magnification observed whitish colored stress markings on one side. No other obvious damages were observed on the rest of the components. The root cause of the customer's report was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, ¿at conclusion of IV antibiotic administration while disconnecting the bd alaris pump infusion set, the plastic tip by the luer lock broke off the IV set and remained in the IV catheter. The IV catheter was removed from the patient and a new IV administration site was established. There was no patient harm other than additional needle stick for the IV site."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, ¿at conclusion of IV antibiotic administration while disconnecting the bd alaris pump infusion set, the plastic tip by the luer lock broke off the IV set and remained in the IV catheter. The IV catheter was removed from the patient and a new IV administration site was established. There was no patient harm other than additional needle stick for the IV site."